Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. The reported meter and strips were returned and investigated. Visual inspection has been performed and no issues were observed. Control solution testing has been performed and no errors were observed, all results were within range specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. The device history review (dhrs) for the freestyle lite meter was reviewed, and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strip was reviewed, and the dhrs showed the freestyle strip passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification. No further investigation is required.this also serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report. Brand name has been updated.

Event description:
The customer reported that on (B)(6) 2019, he received an unspecified high reading on his adc blood glucose meter which was higher than the healthcare professional meter. The customer further reported he experienced symptoms described as ¿vomiting, dehydrated, shallow breathing, high heart rate, and cold sweats¿ and self-treated with 3 glasses of water and then went to the hospital on (B)(6) 2019. At the hospital, an unspecified reading was obtained, and he was diagnosed with diabetic ketoacidosis (dka) and treated with 9 units of insulin (type unknown), 8 bags of sterile fluid and potassium (dose unknown) fluid. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that on (B)(6) 2019, he received an unspecified high reading on his adc blood glucose meter which was higher than the healthcare professional meter. The customer further reported he experienced symptoms described as ¿vomiting, dehydrated, shallow breathing, high heart rate, and cold sweats¿ and self-treated with 3 glasses of water and then went to the hospital on (B)(6) 2019. At the hospital, an unspecified reading was obtained, and he was diagnosed with diabetic ketoacidosis (dka) and treated with 9 units of insulin (type unknown), 8 bags of sterile fluid and potassium (dose unknown) fluid. There was no report of death or permanent impairment associated with this event.